Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 3006705815-2020-30737 and 3006705815-2020-30738.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 3006705815-2020-30737 and 3006705815-2020-30738. It was reported the patient experienced a fall a few months ago and their scs system stimulation changed and could not be increased. The patient's physician confirmed by x-ray both of the patient's scs leads were fractured. Consequently, both of the patient's scs leads were explanted and replaced. Effective stimulation therapy was reportedly restored postoperatively.